Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as diagnosis the patient was treated with intraperitoneal cefazolin (dose and frequency not reported). At the time of this report, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.